Manufacturer narrative:
Evaluation results: one cadd extension set was returned for investigation in used condition, and without its original packaging. The unit was visually inspected, at a distance of 12 to 24 inches and normal conditions of illumination. The investigator found no discrepancies. A leak test performed using a hydrostat vessel. A leak was detected in the air vent of the filter. A root cause for the leak was not determined. However a notification of this complaint was sent to the production supervisor on (B)(6)2018.

Event description:
It was reported that the device was in use with patient for infusion of blicynto and the device leaked at the filter. The reporter stated the device had to be replaced to continue infusion. No adverse effects to patient reported.